Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference: 2015691-2019-04826, 2015691-2019-04827, 2015691-2019-04828, 2015691-2019-04829.

Manufacturer narrative:
This report is for the 27 major vascular complications. This is one of 4 reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between august 2007 and june 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sheath. The possible PMA numbers associated with an edwards sapien transcatheter heart valves (and respective accessories) are: p110021 edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there is insufficient information to determine the cause of the reported major vascular complications. The authors did not specify to which of the devices used during the tavr procedure these events were associated. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: okuno t, khan f, asami m, praz f, heg d, winkel mg, lanz j, huber a, gräni c, räber l, stortecky s. Prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses. Jacc: cardiovascular interventions. 2019 nov 4;12(21):2173-82.

Event description:
As reported in the medical article: "prosthesis-patient mismatch following transcatheter aortic valve replacement with supra-annular and intra-annular prostheses" a single-center study sought to compare the frequency of prosthesis patient mismatch (ppm) with self-expandable valves (sev) to balloon-expandable valves (bev). Between august 2007 and june 2017, a total of 757 patients met the inclusion criteria for the analysis. Among them, 420 patients were treated with bev (sapien, sapien xt and sapien 3). The following adverse events occurred in the bev group during the study period: 27 major vascular complications. 2 coronary occlusions. 3 disabling strokes within 30 days. 24 permanent pacemaker implantations.